Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving inappropriate therapy. During device interrogation, episodes of oversensing and mode switch were noted on the right ventricular (rv) lead and episodes of noise and mode switch were noted on the right atrial (ra) lead. Radiology tests did not reveal any anomalies. No intervention was performed at this time. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2020-03868.